Event description:
Reporter alleged obtaining the results of 265 mg/dl, 138 mg/dl, 138 mg/dl, 153 mg/dl, 122 mg/dl, and 170 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he drank some pineapple juice at some time in the hour prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.